Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the housing pushed back and the wires were exposed. The event timing was during cleaning. There was no harm or delay reported. No adverse events were reported as a result of this malfunction

Event description:
The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Cmp-(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contributed to serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.